Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service agent (gsa) evaluated the iabp and found that the fan in the condensate removal module was the cause of the noise. The gsa replaced the condensate removal module from another iabp to resolve the issue, and the iabp worked normally. The iabp was returned to clinical use.

Event description:
The customer reported that the condensate removal module of the cs300 intra-aortic balloon pump (iabp) is very noisy during use. No adverse event was reported.